Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving unknown drug via imp lantable pump. The indication use was non-malignant pain. The company representative (rep) reported that the patient had seroma and fluid over the pump ever since it was implanted but the healthcare provider (hcp) planning to drain the fluid. Additional information was received. The rep was asked if the fluid filling around the pump/seroma was related to a device issue, patient/therapy issue or procedural issue and the rep stated that the pump was working fine and there was no malfunction with the pump. The rep indicated that the patient had fluid in their pump pocket and had to keep getting it drained. The rep further reported that the health care provider (hcp) had to go in there and open up the pocket to drain the fluid via a pocket revision. The date of the revision was noted to be (B)(6) 2023 and the rep was notified of the revision 2 weeks earlier on (B)(6) 2023. The rep noted that the patient went and saw the physician in the clinic and the hcp was using a needle and syringe to drain the fluid, but the fluid kept coming back, so a pocket revision was performed. The cause of the patient¿s seroma was not determined, and the rep did not know if the patient¿s symptoms resolved after the revision and would ask the physician. The patient¿s weight at the time of the event was not known. The rep indicated that the pump was still implanted in the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.